Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, broken off end cap and broken belt clip slot. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to lcd damaged.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump got ran over by a truck and the entire pump was damaged. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.